Manufacturer narrative:
(B)(6). Explanted date is blank as the iol remains implanted. Concomitant medical products: balanced salt solution. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient was suspected to have contracted tass (toxic anterior segment syndrome) on (B)(6) 2013, following a procedure on (B)(6) 2013, with implant on an intraocular lens (iol) and also the use of healon and other products. The retina specialist that treated the patient believes that the symptoms are attributed to residual soap on the instruments. The facility reported the event to rule out all products used during the procedure in the facility. The patient's visual outcome was 20/150 one day post appointment with the retina specialist (exact date unknown). The patient''s visual acuity on (B)(6) 2013 was noted to be 20/25. Further information noted that the reporter initially suspected the healon gv. Now the reporter is certain that it is attributed to the residual soap on the instruments per the retina specialist. A second MDR will be filed for the healon gv. No further information was provided.

Manufacturer narrative:
(B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A review of the manufacturing records showed that all process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. Based on the manufacturing record review, no deviation or assignable cause was identified for the customer's claim. The sterilization record was reviewed and no deviations that could affect the sterility assurance were identified. The product was processed according to requirements and met the specifications. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.